Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached at twist end on (B)(6) 2025. No further information available.

Manufacturer narrative:
The initial medical device report (MDR) with manufacturing report number (3003442380-2025-12016), was submitted on 30-jul-2025. Upon receiving additional information, it was discovered that infusion set tubing got detached from hub. Additional information - this MDR is being submitted to include the below: h6: component code (g). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.